Manufacturer narrative:
The device is not being returned but a video was provided that showed the operator removing the attachment, there was considerable amount of force applied to remove it. Based a conversation with the quality engineer without the returned device a clear determination could not be made in regard to confirm/unconfirm the complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed; however, no data was found for the return of the device at any time. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 18 devices, for this device family and failure mode. During this same time frame 804 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised the following: precautions: -handle all equipment carefully. If an attachment is dropped or damaged in any way, return it immediately for service. -prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the pro6045 attachment device was being used during an unicompartmental knee arthroplasty (uka) procedure on an unknown date when the attachment came off the pro7100b handpiece when used for the tibia's vertical cut. The attachment fell into the surgical site. The attachment was removed with forceps. There was no delay of procedure reported. There was no injury, medical intervention or hospitalization reported for the patient. The pro7100b handpiece is the concomitant device for the pro6045 attachment. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrected data: the device was returned for evaluation; therefore h6 has been updated: type of investigation was: 4114-3331-4109, and is now: 10-3331-4109-4110. Investigation findings was: 3211, and is now: 140-115. Investigation conclusion was: 4315, and is now: 51. Manfacturer narrative: the evaluation of the returned device found that the bearing was corroded/damaged and the collet was corroded. The preventive maintenance was determined to be overdue. This issue will continue to be monitored through the complaint system to assure patient safety.